Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the tubing leaked tpn from above the pump. There was no report of patient harm.

Manufacturer narrative:
Baxa spike adapter; dualcaps. The customer¿s report that the tubing leaked was confirmed but it is presumed that the customer misreported the location of the leak. Visual inspection of the set noted a small ~0.2 mm tear at the proximal end of the silicone tubing segment just below the upper fitment. There was no evidence of crush marks or damage to either the upper or lower fitment. No other damages or anomalies were observed. Functional and pressure testing confirmed leaking from the tear. The root cause of the tear was not identified.

Event description:
The customer reported the tubing leaked tpn from above the pump. There was no report of patient harm.